Event description:
It was reported that during the right ventricular (rv) lead implant procedure the lead dislodged, exhibited high thresholds, undersensing, and could not be fixed firmly after repeated attempts. The rv lead was removed and replaced with a different lead and, tested parameters were ideal. No patient complications have been reported as a result of this event.